Event description:
It was reported via clinic notes from (B)(6) 2007 that the pt was experiencing an increase in seizures during a weekly visit to walmart. Attempts for further info have been unsuccessful to date.